Event description:
A pt reported experiencing inaccurate low results with a surestep meter. The pt's blood glucose was meter 116 and lab 19 with a difference of 39%. Tests were done less than 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.